Event description:
Information was received indicating that immediately after insertion of a smiths medical portex® silicone tracheal tube, air was observed to be leaking. There were no reported adverse patient effects.

Manufacturer narrative:
One portex endotracheal tube was returned for analysis in used conditions. The unit was visually inspected; no discrepancies were found. The trach was then inflated with a syringe while it was submerged under water; no leak was detected. Relevant documents were reviewed and deemed adequate. Training records of operator who performs bell-out, fit inflation line and leak test operations were reviewed; bell-out, fit inflation line and leak test operations were reviewed; and the production line was reviewed with no discrepancies. Bell-out, fit inflation line and leak test operations audited on 32 units from the production floor was performed; no discrepancies or damage were detected. Based on the evidence, there was no fault found as the complaint was not confirmed.